Event description:
It was reported that an attempt was made to advance the 3.0 x 12 mm vision stent in the distal lad; however, the stent came off the balloon. The dislodged stent was removed from the vessel using a snare device. No additional information was available.